Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to a correction needed. Corrected fields: d9 - date returned to mfg (inadvertently was typed 6/6/2024 instead of 6/5/2024). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dented objective frame, cracked objective lens, loose light guide adapter and minor cracks on video connector side. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had blurry lens. The issue was found prior to sedation/preparation for use. There were no reports of patient harm.

Event description:
It was reported that the subject device had blurry lens. The issue was found prior to sedation/preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.